Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.